Event description:
Patient on therakos cellex machine with red cell pump alarms x2. First red cell pump alarm at 469 ml. Per tech bulletin machine stopped and restarted and collection rate lowered from 35ml/min to 20ml/min. After machine restarted alarm saying a/c threshold limit reached and machine data said 450ml ac administered. Looked at a/c bag and only 125 ml actually used thus far in treatment. Increased a/c threshold restarted machine at lower collect rate and had a second red cell pump alarm. Pushed pause and call therakos technical support and discussed alarms and how to proceed. Whole blood process was to 561 ml and buffy coat collected rather than end treatment and start again. Kit to be sent back to therakos for investigation.